Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no display, static image. The issue occurred during set up for use. There was no patient harm reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle chipping and component failure of the distal end of the video telescope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the initially reported event was caused by a component failure of the universal cable. The cause of the universal cable failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.